Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information, a conclusive cause for the reported patient effect resulting in prolonged hospitalization, and the relationship to the product, if any, cannot be determined. The reported patient effect of transient ischemic attack is listed in the emboshield nav6 instruction for use as a known possible adverse event potentially associated with carotid stents and embolic protection systems. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a procedure to treat a mildly calcified right common carotid artery. A non-abbott stent was deployed and the emboshield nav6 was removed without issues. Post dilatation was successfully performed. However, when performing the neuro check, the patient was unable to move their left side. The stroke team came in and there were no signs of a stroke. Therefore, the procedure was discontinued. After the procedure, the patient was transferred to the ICU and monitored. The physician did not know if the emboshield caused or contribute to the adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.